Manufacturer narrative:
The complaint was not confirmed. One unpackaged ar-6475 was returned for investigation. The returned device was visually inspected, and it was noted that the front panel had a dent and the material/cover was peeling off. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions for 112 minutes to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. The device was tested for 112 minutes and never powered off by itself. A clamping test was performed to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Upon functional testing, it was noted that the unit does flush correctly. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
There was no harm for patient, operator or third party reported. No further information was received. It will be processed as repair, not as complaint. Update from 20-jul-2023 pgail: it was reported that the pump goes "off" while the process is running. There was no harm for patient, operator or third party reported. No further information was received. Further questions will be asked.